Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. The analyst noted that there were some slightly higher ventricular lead measurements in october 2010 (1400-1500 ohms), but there were not issues with capture management other than a fluctuation threshold (0.875 to 1.75v).

Event description:
It was reported that the patient is device dependent in the ventricle. The device was losing capture after ventricular paces and the capture management feature may have lowered the capture threshold inappropriately. It was later reported that the device was explanted. The right ventricular lead was reported to have high impedance upon analysis. No patient complications have been reported as a result of this event.